Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pectoral stimulation at the same time every night. The cause was identified as the atrial lead position check (alpc) test which runs each night. The implantable pulse generator (ipg) was reprogrammed to turn off alpc which resolved the patient's symptoms. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.